Event description:
Suffered infiltration and/or leakage of silicone into blood, lymph and other systems and organs. Follow-up findings: alleged connective tissue disorder per physician. Outcome:undetermined.